Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that the site was receiving a localizer faulted message when using the flat emitter. The site switched to the side emitter but the faulted message was still present. The site rebooted the system and the fault was clear and they were able to continue the case. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
H2/h3/h6: the usb cable was returned and analyzed. Ther was no apparent physical damage and the cable passed a continuity test with no opens or shorts. No failures were found. Codes 10, 213 and 67 are applicable to this analysis. The power cable was returned and analyzed. The connector had been broken off on one end of the cable. Otherwise the cable passed a continuity test with no opens or shorts. Codes 10, 120 and 4307 are applicable. The lot number of the cable is 181116. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that the site was receiving a localizer faulted message when using the flat emitter. The site switched to the side emitter but the faulted message was still present. The site rebooted the system and the fault was clear and they were able to continue the case. There was a procedure delay of less than none hour and no impact to the patient. Additional information was received and it was reported that this issue was intermittent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: cable 9735780 usb 2.0 em 1m s8 svc cable 9735777 em cntrl pwr 48v s8 svc. H2/h3/h6: the system was serviced in the field and failed hardware tests due to the localizer faulting. The axiem power cable and the usb cable were replaced and the failure was resolved. Codes 10, 120 and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.